Event description:
Underwent unicompartmental knee arthroplasty. Presented with increasing pain after doing well initially. Serial x-rays revealed subsidence of the tibial component. Pt returned to the hosp for revision total knee arthroplasty on an unknown date.